Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/prn bl 22ga x .75in leaked   it was reported by customer that the product was leaking from just below the attached blue hub that the cap attaches to. After trouble shooting it appears to be a manufacturers defect.   Verbatim: rcc received a complaint via email. Email(s) attached. Pt needed peripheral IV access. The insertion was successful however it was noted that the product was leaking from just below the attached blue hub that the cap attaches to. After trouble shooting it appears to be a manufacturers defect.